Manufacturer narrative:
During the (B)(6) 2021 investigation visit the user's wife stated five days prior, to the incident, their son noticed the stairlift travelling upwards on its own. She also said the stairlift was moved since the incident. A firefighter moved the carriage downstairs and used the stairlift to bring the user up from the basement. The user's wife was not sure how the firefighter moved the stairlift. The stairlift was originally installed for the wife; the husband started using the stairlift a year ago. Both of the customers were present at the time of the installation demonstration. Since install on (B)(6) 2012, acorn has serviced the stairlift twice ((B)(6) 2017 & (B)(6) 2018) prior to the incident. The stairlift travelled on its own because the spring for the up direction on the right toggle became damaged and dislodged. Acorn is not able to determine the exact cause of the damaged spring but the most likely underlying cause is that something or someone bumped the armrest. Note: the carriage could only move because the armrest was down in the riding position. The customers have an old style seat that is no longer in production or supported by acorn. In the new style seat, the spring is more secure in the armrest, so the probability of the spring in the armrest became damaged and dislodged is lower.

Event description:
The user's wife called acorn stairlifts, inc. (Acorn) on (B)(6) 2021 to request service for the stairlift. On (B)(6) 2021 , her husband used the stairlift to travel to the basement. While downstairs, the stairlift travelled upstairs on its own. When the user tried to use the remote to call the stairlift back down the stairlift would not move. The user walked up the stairs but fell backward on the sixth or seventh step, bruising his head, broking his collarbone, and spraining his right thumb.